Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer could not recall how they resolved their bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.